Event description:
It was reported the disposable was reported to be returning with a variance of 6 percent. The disposable's device was alarming for upstream occlusion due to empty bag. Original programming was 115 ml at 2.5 ml/hr, set up was ipr 150 bag with 21-7359. Resolution volume 10.84 on pump, bag completed empty, pump resolution volume 8.3 ml, empty, resolution volume 7.5, pump empty. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg 1/31/2024. One sample was returned for evaluation. Visual inspection revealed no damage or other defects. Functional testing was performed and no discrepancies were detected. The failure mode was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.